Event description:
A fire occurred in a home in which an oxygen concentrator was in use. The oxygen concentrator was supplied by medical equipment co, a subsidiary of a hosp. The pt was treated for effects of the fire, primarily for minor burns of the facial area. The fire has been investigated by the fire marshall, however the report is not yet available for review. A local insurance adjuster also took photographs of the home and concentrator, however those photographs are not yet available for review. The concentrator is being held by the risk mgr of the equipment dealer's insurance provider, and is not yet available for review.